Manufacturer narrative:
The available information suggests this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited noise on the rate/sense channel which was double counted. The pacing impedance measurements had increased from 500 ohms to 1,000 ohms and the r-wave measurements had decreased from 18mv to 1mv. Loss of capture was also observed. A chest x-ray revealed the lead had moved from its original position. It was reported that the patient had twiddler's syndrome. An invasive procedure was performed and the lead was successfully repositioned. No adverse patient effects were reported.